Event description:
The end-user's husband was pushing her into (B)(6) shopping store. He was pushing her from behind at the front doors as the rollator went over a mat, hit a bump, and she fell forward from the rollator. The end-user did go to the hospital. She now has a broken wrist. Hang-tag on device states not to use device on rough or uneven surfaces that it may cause the device to tip over resulting in injury.